Event description:
It was reported that a use error occurred during peritoneal dialysis therapy on the homechoice (hc) machine. The care giver (cg) stated that the patient connected while the hc device was in the priming phase. The technical services representative (tsr) reviewed proper procedures with the cg. The tsr also advised the cg to have the patient disconnect aseptically and start therapy over with new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). This is a report of a use error, where the patient connected prior to priming being completed. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿, which is shipped with every homechoice device. The guide provides step-by-step instructions for properly priming the disposable set and warns the user not to connect to the patient line unless the fluid level is at or near the connector at the end of the disposable set patient line. The guide also instructs the user to verify that the patient line is properly primed and provides step-by-step instructions for properly repriming the patient line. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.